Event description:
2012 (B)(6) ptltr: pt is still having concerns with their device or therapy but is working with their hcp or mdt rep. Pt notes: "I am trying to decide which dr to switch to as I don't think it worked for me and I've moved" additional information was received from the patient that indicated they still had concerns with their device or therapy, but were working with their hcp or manufacturer's representative. The patient noted that they were trying to decide which doctor to switch to as they "didn't think [the device] worked for them" and they had moved. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient never had therapeutic effect. The patient's physician advised her to turn the implantable neurostimulator (ins) off. Programs 1-3 did not work. When the patient tried to switch to program 4, she found the programmer batteries were depleted. When the patient got new batteries for the programmer, she found there was no fourth program. The stimulation was on at the time of this report, but the patient was not feeling it. Stimulation was changed from 1.9 volts to 2.6 volts. It was noted for the past year stimulation had "gotten worse." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v525417, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).